Event description:
It was reported while using bd facsmelody¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that while the instrument was running an heavy and sharp object fell on the sheath tank lacerating the sheath line that goes from the sheath tank to the sheath filter. This created a big leak of sheath fluid a loss of sheath pressure into the instrument. Customer has cut and sealed again the lacerated tubing and manage to startup the instrument without issues. The stream is stable but the event rate is much lower than before. Customer can only reach 100 evts/s at flowrate 50 while acquiring cst beads (2 drops in 1 ml). 1. Was the leak contained within the instrument? Liquid. 2. Was the leak in a customer accessible location? Not contained. 3. Was there spray of fluid under pressure? Yes, however it was only facsflow. Non biohazard. 4. What was the fluid that leaked? Non biohazard. 5. What is the source of leak -- waste line or non-waste line? 6. Was the customer exposed to blood or bodily fluids? 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR# 2916837-2021-00250 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ facsflow sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that while the instrument was running an heavy and sharp object fell on the sheath tank lacerating the sheath line that goes from the sheath tank to the sheath filter. This created a big leak of sheath fluid a loss of sheath pressure into the instrument. Customer has cut and sealed again the lacerated tubing and manage to startup the instrument without issues. The stream is stable but the event rate is much lower than before. Customer can only reach 100 evts/s at flowrate 50 while acquiring cst beads (2 drops in 1 ml). Was the leak contained within the instrument? Liquid. Was the leak in a customer accessible location? Not contained. Was there spray of fluid under pressure? Yes, however it was only facsflow. Non biohazard. What was the fluid that leaked? Non biohazard. What is the source of leak -- waste line or non-waste line? Was the customer exposed to blood or bodily fluids? Was there any physical harm to the customer as a result of the leak? No.